Event description:
It was reported that the customer also treated the 400mg/dl blood glucose value with manual injection in addition to bolus.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be e returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer was dispatched from emergency medical services on (B)(6) 2021 as they experienced low blood glucose and high blood glucose. Customer stated they were hospitalized for two hours. Customer's blood glucose level was 40 mg/dl. Current blood glucose reported at the time of call was 100mg/dl. Customer was treated with food and glucose for low blood glucose level. Customer also experienced high blood glucose of 400mg/dl in the morning which they treated it with giving bolus via pump. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not alleged insulin pump was over delivering. It was unknown if insulin pump was on auto mode feature at the time of low blood glucose event. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The product code information provided with initial report was incorrect. The correct information has been provided in d1/d2 section of this report.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged visit to emergency room for low bgs found on (B)(6) 2021. Also, on (B)(4), svn#: (B)(4) - customer returned pump for an alleged high bgs and no delivery alarm/insulin flow blocked alarm found on (B)(6) 2021 and on (B)(4), svn#: (B)(4) - customer returned pump for an alleged ems dispatched for low bgs and auto mode anomaly found on (B)(6) 2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. The pump was programmed with basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. The pump sensor feature and the auto mode connection are working properly. No sensor related errors or anomalies were noted. No auto mode anomaly, history anomaly, delivery anomaly, bolus anomaly or basal anomaly noted during testing. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on (B)(6) 2021 17:45:00.000, 17:55:00.000, 20:38:12.000 and 20:39:48.000 during bolus delivery. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high and low bgs. The force sensor is within specification and the motor functioning properly. No delivery alarm/insulin flow blocked alarm was not confirmed. Auto mode anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.